Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient underwent a lumpectomy on (B)(6) 2020 during which a biozorb was implanted. The patient had a prior diagnosis of ductal carcinoma in situ in her right breast. The patient reports that after the implantation she experienced lymphedema, a large abscess and had an open wound for over a year due to recurrent staph infections. She received treatment with a wound specialist from 2021 to 2022 and on (B)(6) 2021 had an abscess drained. In (B)(6) 2022 a piece of biozorb was reported to protrude through the patient´s skin. The patient had a surgery on (B)(6) 2022 to remove the remaining pieces of the biozorb from her breast.

Manufacturer narrative:
After additional medical review it was determined that a 54-year-old patient with a bmi of 48.79 and 293 pounds received a biozorb implant (reported as large but not device reported) on (B)(6) 2020, due to a lumpectomy with sentinel lymph node biopsy. Patient had a history of a 4.8 cm right upper quadrant lesion which confirmed a papillary carcinoma with unclear invasive aspect. Pathology results revealed a grade 2 moderately invasive ductal carcinoma with positive margins for dcis. Patient underwent a second surgical excision for clear margins and the biozorb was removed and cleaned and replaced in the cavity. The final stage of cancer was ib, grade 2, moderately differentiated invasive ductal carcinoma pt2n0m0, ER/pr positive, her-2 not tested, oncotype risk score 11(low risk) and brca negative. Patient post-surgery reported mild breast erythema and small defects at the lateral aspect of the incision. Patient completed a full course of radiation of whole breast during which she experienced radiation changes and breast tenderness. The patient began tamofixen therapy following radiation but stopped after 1 month due to allergic reaction. After 4 months of radiation therapy, the patient complained of breast swelling and pain and underwent incision and drainage of right breast abscess, received antibiotics and had open wound care for chronic infection and non-healing wound from (B)(6) 2021, up until (B)(6) 2022, when a biozorb fragment protruded through the incision and was removed by the wound care specialist. The diagnosis for the patient was radionecrosis and chronic infection. On (B)(6) the patient had a surgical re-excision of the cavity and removal of biozorb fragments. One of the fragments had an overlying 4.0x1.7 centrally retracted skin ellipse with a subjacent 1.7x1.4x1.7 cm abscess cavity (skin fragment inked black). Sectioning revealed additionally moderately disrupted areas of cavitation surrounded by necrosis with associated metal staples and fragments of hard plastic tubing within the cavitation. Patient required specialized wound care up until (B)(6) 2022. Patient reported depression due to multiple infections. Patient had a previous history of stage 2c l shoulder invasive melanoma for which she underwent a wide excision on (B)(6) 2020, which prompted a pte and sc scan which revealed the breast injury. Patient medical history revealed history of allergies, untreated hypertension, obesity and 20 pack year smoker. Family history revealed mother diagnosed at 40 years old with ovarian cancer, still living. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Manufacturer narrative:
It was reported that a patient underwent a lumpectomy on (B)(6) 2020, during which a biozorb was implanted. The patient had a prior diagnosis of ductal carcinoma in situ in her right breast. The patient reports that after the implantation she experienced lymphedema, a large abscess and had an open wound for over a year due to recurrent staph infections. She received treatment with a wound specialist from 2021 to 2022 (wound was not healing) and in (B)(6) 2021 had an abscess drained. In (B)(6) 2022 a piece of biozorb was reported to protrude through the patient´s skin. The patient had a surgery in (B)(6) 2022 to remove the remaining pieces of the biozorb from her breast. No initial evaluation could be performed because there was no returned sample for this complaint the sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: infection, device erosion through skin, device explantation, delayed wound healing, lymphedema. A review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint.though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Infection: biozorb (0% to 5.6%): infection rates associated with biozorb ranged from 0% to 5.6%, with 1.9% of patients across studies experiencing infections. In some cases, infections were severe enough to necessitate device removal, with 5 out of 17 infections leading to removal in a registry study. Given that infection is a known complication of lumpectomy, it is likely that some infections reported in biozorb studies are related to the surgical trauma from the lumpectomy procedure, especially in cases involving re-excisions or extensive tissue manipulation. Lumpectomy (2% to 10%): infection is a recognized complication of lumpectomy, with rates ranging from 2% to 10%. Fernando et al. Reported an infection rate of 2.6% for traditional lumpectomy, while boniface et al. Found infection rates of 2.1% for breast-conserving surgery (bcs), rising to 4.6% for those undergoing mastectomy. Tissue damage / delayed wound healing / necrosis / scar tissue / erosion: biozorb (0.7%): tissue damage, including wound dehiscence and erosion, was reported in 0.7% of patients with the biozorb marker. In a more severe case, the biozorb device eroded into the nipple-areola complex, necessitating complete removal of the nipple-areola complex due to chronic inflammation. However, given that wound healing issues, tissue necrosis, and other damage are known complications of lumpectomy itself, some of these outcomes could be directly related to the surgical trauma and healing process rather than the device. Lumpectomy (13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage): wound healing issues and tissue necrosis are common after lumpectomy, particularly in cases where large amounts of tissue are removed or additional procedures such as radiation are performed. Knowles et al. Reported wound infection in 13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage can be a lumpectomy- related issue. Device removal / explantation / additional intervention / treatment / scan required: biozorb (1.3%): device removal due to adverse events, including infection, fibromatosis, pain, and anxiety, occurred in 1.3% of patients). Some removals were related to discomfort or anxiety about the device, while others were associated with complications potentially tied to the lumpectomy procedure itself, such as infection or tissue damage. Lumpectomy (percentage is not applicable): although device removal is not applicable to lumpectomy, reoperations due to complications such as infections or positive margins are not uncommon in lumpectomy patients. Swelling / lymphedema /inflammation / limited mobility: biozorb (0.7%): tissue damage, including wound dehiscence and erosion, was reported in 0.7% of patients with the biozorb marker. In a more severe case, the biozorb device eroded into the nipple-areola complex, necessitating complete removal of the nipple-areola complex due to chronic inflammation. However, given that wound healing issues, tissue necrosis, and other damage are known complications of lumpectomy itself, some of these outcomes could be directly related to the surgical trauma and healing process rather than the device. Lumpectomy (13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage): wound healing issues and tissue necrosis are common after lumpectomy, particularly in cases where large amounts of tissue are removed or additional procedures such as radiation are performed. Knowles et al. Reported wound infection in 13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage can be a lumpectomy-related issue. Regarding lumpectomy¿s, berger et al. (Berger l, grimm a, sutterlin m, et al. Major complications after intraoperative radiotherapy with low-energy x-rays in early breast cancer. Strahlenther onkol. Apr 2024;200(4):276-286. Doi:10.1007/s00066-023-02128-z) retrospectively analyzed the occurrence of severe local complications in 10 out of 408 women who underwent intraoperative radiotherapy (iort) with low-energy x-rays during breast-conserving surgery (bcs) for early breast cancer between 2002 and 2017. The complications, which required surgical intervention, included redness (80%), seroma (60%), wound infection (60%), suture dehiscence (60%), and induration (40%). Hematoma and necrosis were less common (10% each). These symptoms emerged from immediately post-operation up to 15 years later, with a median onset at 3.1 months. While most complications were managed with smaller surgical interventions, such as excision of necrotic areas or secondary sutures, more severe cases required complex flap surgery or mastectomy. The study concluded that although iort is generally safe, it carries a risk of severe complications. Preoperative counseling and vigilant follow-up are recommended to manage these risks effectively. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regards to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.